Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 28-feb-2017: new legal claim - new reporters (lawyers), new adverse events, and previously reported events severe cramping, abnormal, constant abdominal pain and general "brain fog" update. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted. She bled for weeks following the procedure and also experienced severe pelvic pain and severe abnormal heavy bleeding (seen as genital bleeding). One year and 4 months after insertion, a total hysterectomy and bilateral salpingectomy were performed and coils were removed. After this surgery, she experienced severe infection along the suture line requiring emergency surgery and days in hospital. Procedural bleeding, pelvic pain and genital bleeding are anticipated in the reference safety information for essure whereas postoperative wound infection is unanticipated. Bleeding after insertion procedure, pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. As the postoperative wound infection was considered a complication also caused by essure coils, it was also assessed as related. This case was regarded as incident due to required interventions (hysterectomy and bilateral salpingectomy and emergency surgery for postoperative wound infection). In addition, non-serious events were reported. An update of ptc investigation is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), postoperative wound infection ("severe infection along the suture line requiring emergency surgery and days in hospital"), post procedural haemorrhage ("bled for weeks following the procedure"), uterine haemorrhage ("abnormal uterine bleeding"), genital haemorrhage ("severe abnormal heavy bleeding"), anaphylactic reaction ("allergic or hypersensitivity reaction type: anaphalaxis") and vaginal cuff dehiscence ("vaginal cuff dehiscence/ vaginal cuff tear") in a 29-year-old female patient who had essure (batch no. B82478) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "information received: difficulty placing device during surgery". The patient's past medical history included multiparous. Completely healthy before implantation. Concurrent conditions included alcohol use and overweight. Concomitant products included alprazolam (xanax), atropa belladonna extract (belladona porous plaster on red flannelette), biotin, clindamycin, misoprostol and oxycodone. In june 2014, 1 day after insertion of essure, the patient experienced anaphylactic reaction (seriousness criterion medically significant), fatigue ("fatigue") and dyspareunia ("pain during intercourse"). In june 2014, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy heavy bleeding during periods, abnormal prolonged menses") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2015, the patient experienced the first episode of feeling abnormal ("general "brain fog"/ mental fog"), asthma ("uncontrolled asthma"), respiratory disorder ("(other) injury or complication- please describe: respiratory issues") and cough ("chronic cough"). In november 2015, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems"). On (B)(6) 2015, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced postoperative wound infection (seriousness criteria hospitalization and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), hypersensitivity ("allergy issues, severe allergy"), abdominal pain lower ("severe abdominal cramping, abnormal, constant abdominal pain/ severe lower abdominal pain"), abdominal distension ("bloating"), the second episode of feeling abnormal ("symptoms that mimic that of a pregnancy"), weight increased ("weight gain"), nausea ("nausea"), breast tenderness ("breast tenderness"), dysmenorrhoea ("severe/abnormal menstrual pain"), back pain ("severe back pain"), vaginal infection ("vaginal infection"), weight decreased ("weight loss"), migraine ("migraines"), dysuria ("I am having trouble urinating on my own"), alopecia ("hair loss"), cystitis interstitial ("bladder or urinary problems or changes"), headache ("headaches,"), vaginal cuff dehiscence (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with prednisone, salbutamol (albuterol), surgery (total hysterectomy and bilateral salpingectomy to effectuate removal of essure on (B)(6) 2015), surgery (emergency surgery due to severe infection along the suture line), surgery (bilateral hysterectomy and cystoscopy), surgery (bilateral hysterectomy and cystoscopy) and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, postoperative wound infection, uterine haemorrhage, genital haemorrhage, anaphylactic reaction, hypersensitivity, asthma, abdominal pain lower, abdominal distension, the last episode of feeling abnormal, fatigue, weight increased, nausea, breast tenderness, procedural pain, dysmenorrhoea, back pain, dyspareunia, vaginal discharge, vaginal infection, weight decreased, migraine, dysuria, alopecia, cystitis interstitial, headache, respiratory disorder, vaginal cuff dehiscence, abdominal pain, bladder disorder, urinary tract disorder and cough outcome was unknown, the post procedural haemorrhage had resolved and the menorrhagia and vaginal haemorrhage had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anaphylactic reaction, asthma, back pain, bladder disorder, breast tenderness, cough, cystitis interstitial, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, post procedural haemorrhage, postoperative wound infection, procedural pain, respiratory disorder, urinary tract disorder, uterine haemorrhage, vaginal cuff dehiscence, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight increased, the first episode of feeling abnormal and the second episode of feeling abnormal to be related to essure. The reporter commented: consumer initially reported that following the procedure she developed symptoms that mimic that of a pregnancy, heavy heavy bleeding during periods, constant pelvic discomfort, fatigue, and a general brain fog so to speak. As the months progressed she went from a completely healthy 29 year old to someone plagued with uncontrolled asthma and allergy issues. Her allergic reactions have gotten to the point where she has been on prednisone on and off for 8+ months, on multiple allergy medications, inhaled steroids, albuterol inhaler, and has to carry an epi -pen. The pulmonologist has no logical explanation for her declining health aside for the potential that essure is the root of problems. Her obstetrician agrees that essure is causing her problems at the very least and now at 30 years old she is in the process of scheduling a hysterectomy in a desperate effort to find some relief and get back to being the mother and wife she used to be. She drank a ton and then had to make sure she was completely relaxed when she tried to go. Cross referenced with plaintiff case number : 2017-040252. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on 9-oct-2014: full occlusion of fallopian tubes. Concerning the injuries reported in this case the following one was described in patient's medical record: uterine bleeding (confirming genital bleeding). Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was reported via regulatory authority FDA ((B)(4)) on 01-nov-2015. Then, this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), postoperative wound infection ("severe infection along the suture line requiring emergency surgery and days in hospital"), post procedural haemorrhage ("bled for weeks following the procedure") and genital haemorrhage ("severe abnormal heavy bleeding") in a (B)(6) female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Completely healthy before implantation. On (B)(6) 2014, the patient started essure. On (B)(6) 2014, the same day after starting essure, the patient experienced post procedural haemorrhage (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), postoperative wound infection (seriousness criteria hospitalization and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), the first episode of feeling abnormal ("general "brain fog"/ mental fog"), hypersensitivity ("allergy issues, severe allergy"), asthma ("uncontrolled asthma"), menorrhagia ("heavy heavy bleeding during periods, abnormal prolonged menses"), abdominal pain lower ("severe abdominal cramping, abnormal, constant abdominal pain/ severe lower abdominal pain"), abdominal distension ("bloating"), the second episode of feeling abnormal ("symptoms that mimic that of a pregnancy"), fatigue ("fatigue"), weight increased ("weight gain"), nausea ("nausea"), breast tenderness ("breast tenderness"), dysmenorrhoea ("severe/abnormal menstrual pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), weight decreased ("weight loss") and migraine ("migraines"). The patient was treated with prednisone, salbutamol (albuterol), surgery (total hysterectomy and bilateral salpingectomy to effectuate removal of essure on (B)(6) 2015) and surgery (emergency surgery due to severe infection along the suture line). Essure was withdrawn. At the time of the report, the pelvic pain, postoperative wound infection, first episode of feeling abnormal, hypersensitivity, asthma, menorrhagia, abdominal pain lower, abdominal distension, second episode of feeling abnormal, fatigue, weight increased, nausea, breast tenderness, procedural pain, dysmenorrhoea, back pain, dyspareunia, vaginal discharge, vaginal infection, weight decreased and migraine outcome was unknown and the post procedural haemorrhage had resolved and the genital haemorrhage outcome was unknown. The reporter considered pelvic pain, postoperative wound infection, post procedural haemorrhage, genital haemorrhage, the first episode of feeling abnormal, hypersensitivity, asthma, menorrhagia, abdominal pain lower, abdominal distension, the second episode of feeling abnormal, fatigue, weight increased, nausea, breast tenderness, procedural pain, dysmenorrhoea, back pain, dyspareunia, vaginal discharge, vaginal infection, weight decreased and migraine to be related to essure. The reporter commented: consumer initially reported that following the procedure she developed symptoms that mimic that of a pregnancy, heavy heavy bleeding during periods, constant pelvic discomfort, fatigue, and a general brain fog so to speak. As the months progressed she went from a completely healthy (B)(6) to someone plagued with uncontrolled asthma and allergy issues. Her allergic reactions have gotten to the point where she has been on prednisone on and off for 8+ months, on multiple allergy medications, inhaled steroids, albuterol inhaler, and has to carry an epi -pen. The pulmonologist has no logical explanation for her declining health aside for the potential that essure is the root of problems. Her obstetrician agrees that essure is causing her problems at the very least and now at (B)(6) she is in the process of scheduling a hysterectomy in a desperate effort to find some relief and get back to being the mother and wife she used to be. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2014: hysterosalpingogram result was full occlusion of fallopian tubes. Quality-safety evaluation of ptc: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, there is no relationship between the reported event(s) and a quality defect. Most recent follow-up information incorporated above includes: on 23-may-2017: no further information was received for this case. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), postoperative wound infection ("severe infection along the suture line requiring emergency surgery and days in hospital"), post procedural haemorrhage ("bled for weeks following the procedure"), genital haemorrhage ("severe abnormal heavy bleeding"), anaphylactic reaction ("allergic or hypersensitivity reaction type: anaphalaxis") and vaginal cuff dehiscence ("surgery (other) type of surgery: vaginal cuff dehiscence/ vaginal cuff tear") in a 29-year-old female patient who had essure (batch no. B82478) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "information received: difficulty placing device during surgery". The patient's past medical history included multiparous. Completely healthy before implantation. Concurrent conditions included alcohol use and overweight. Concomitant products included alprazolam (xanax), atropa belladonna extract (belladona porous plaster on red flannelette), biotin, clindamycin, misoprostol and oxycodone. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced post procedural haemorrhage (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), postoperative wound infection (seriousness criteria hospitalization and intervention required), genital haemorrhage (seriousness criterion medically significant), anaphylactic reaction (seriousness criterion medically significant), the first episode of feeling abnormal ("general "brain fog"/ mental fog"), hypersensitivity ("allergy issues, severe allergy"), asthma ("uncontrolled asthma"), menorrhagia ("heavy heavy bleeding during periods, abnormal prolonged menses"), abdominal pain lower ("severe abdominal cramping, abnormal, constant abdominal pain/ severe lower abdominal pain"), abdominal distension ("bloating"), the second episode of feeling abnormal ("symptoms that mimic that of a pregnancy"), fatigue ("fatigue"), weight increased ("weight gain"), nausea ("nausea"), breast tenderness ("breast tenderness"), dysmenorrhoea ("severe/abnormal menstrual pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), weight decreased ("weight loss"), migraine ("migraines"), dysuria ("I am having trouble urinating on my own"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis interstitial ("bladder or urinary problems or changes"), headache ("headaches,"), respiratory disorder (" (other) injury or complication- please describe: respiratory issues"), vaginal cuff dehiscence (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with prednisone, salbutamol (albuterol), surgery (total hysterectomy and bilateral salpingectomy to effectuate removal of essure on (B)(6) 2015), surgery (emergency surgery due to severe infection along the suture line) and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, postoperative wound infection, anaphylactic reaction, hypersensitivity, asthma, abdominal pain lower, abdominal distension, the last episode of feeling abnormal, fatigue, weight increased, nausea, breast tenderness, procedural pain, dysmenorrhoea, back pain, dyspareunia, vaginal discharge, vaginal infection, weight decreased, migraine, dysuria, alopecia, cystitis interstitial, headache, respiratory disorder, vaginal cuff dehiscence and abdominal pain outcome was unknown, the post procedural haemorrhage had resolved and the menorrhagia and vaginal haemorrhage had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anaphylactic reaction, asthma, back pain, breast tenderness, cystitis interstitial, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, post procedural haemorrhage, postoperative wound infection, procedural pain, respiratory disorder, vaginal cuff dehiscence, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight increased, the first episode of feeling abnormal and the second episode of feeling abnormal to be related to essure. The reporter commented: consumer initially reported that following the procedure she developed symptoms that mimic that of a pregnancy, heavy heavy bleeding during periods, constant pelvic discomfort, fatigue, and a general brain fog so to speak. As the months progressed she went from a completely healthy 29 year old to someone plagued with uncontrolled asthma and allergy issues. Her allergic reactions have gotten to the point where she has been on prednisone on and off for 8+ months, on multiple allergy medications, inhaled steroids, albuterol inhaler, and has to carry an epi -pen. The pulmonologist has no logical explanation for her declining health aside for the potential that essure is the root of problems. Her obstetrician agrees that essure is causing her problems at the very least and now at 30 years old she is in the process of scheduling a hysterectomy in a desperate effort to find some relief and get back to being the mother and wife she used to be. She drank a ton and then had to make sure she was completely relaxed when she tried to go. Cross referenced with plaintiff case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: full occlusion of fallopian tubes. Concerning the injuries reported in this case the following one/onces were described in patient's social media: urination difficulty. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: new events: vaginal haemorrhage, anaphylactic reaction, bladder disorder, urinary tract disorder, headache, vaginal cuff dehiscence, alopecia, cough, respiratory disorder, abdominal pain, device difficult to use were added. Reporter, patient demographic information and previously reported event ¿menorrhagia¿ outcome updated. Product lot number, concomitant product added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 01-nov-2015. The most recent information was received on 01-mar-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), postoperative wound infection ("severe infection along the suture line requiring emergency surgery and days in hospital"), post procedural haemorrhage ("bled for weeks following the procedure"), uterine haemorrhage ("abnormal uterine bleeding"), genital haemorrhage ("severe abnormal heavy bleeding"), anaphylactic reaction ("allergic or hypersensitivity reaction type: anaphalaxis") and vaginal cuff dehiscence ("surgery (other) type of surgery: vaginal cuff dehiscence/ vaginal cuff tear") in a 29-year-old female patient who had essure (batch no. B82478) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "information received: difficulty placing device during surgery". The patient's past medical history included multiparous. Completely healthy before implantation. Concurrent conditions included alcohol use and overweight. Concomitant products included alprazolam (xanax), atropa belladonna extract (belladona porous plaster on red flannelette), biotin, clindamycin, misoprostol and oxycodone. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced post procedural haemorrhage (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), postoperative wound infection (seriousness criteria hospitalization and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), anaphylactic reaction (seriousness criterion medically significant), the first episode of feeling abnormal ("general "brain fog"/ mental fog"), hypersensitivity ("allergy issues, severe allergy"), asthma ("uncontrolled asthma"), menorrhagia ("heavy heavy bleeding during periods, abnormal prolonged menses"), abdominal pain lower ("severe abdominal cramping, abnormal, constant abdominal pain/ severe lower abdominal pain"), abdominal distension ("bloating"), the second episode of feeling abnormal ("symptoms that mimic that of a pregnancy"), fatigue ("fatigue"), weight increased ("weight gain"), nausea ("nausea"), breast tenderness ("breast tenderness"), dysmenorrhoea ("severe/abnormal menstrual pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), weight decreased ("weight loss"), migraine ("migraines"), dysuria ("I am having trouble urinating on my own"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis interstitial ("bladder or urinary problems or changes"), headache ("headaches,"), respiratory disorder (" (other) injury or complication- please describe: respiratory issues"), vaginal cuff dehiscence (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with prednisone, salbutamol (albuterol), surgery (total hysterectomy and bilateral salpingectomy to effectuate removal of essure on (B)(6) 2015), surgery (emergency surgery due to severe infection along the suture line), surgery (bilateral hysterectomy and cystoscopy), surgery (bilateral hysterectomy and cystoscopy) and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, postoperative wound infection, uterine haemorrhage, anaphylactic reaction, hypersensitivity, asthma, abdominal pain lower, abdominal distension, the last episode of feeling abnormal, fatigue, weight increased, nausea, breast tenderness, procedural pain, dysmenorrhoea, back pain, dyspareunia, vaginal discharge, vaginal infection, weight decreased, migraine, dysuria, alopecia, cystitis interstitial, headache, respiratory disorder, vaginal cuff dehiscence and abdominal pain outcome was unknown, the post procedural haemorrhage had resolved and the menorrhagia and vaginal haemorrhage had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anaphylactic reaction, asthma, back pain, breast tenderness, cystitis interstitial, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, post procedural haemorrhage, postoperative wound infection, procedural pain, respiratory disorder, uterine haemorrhage, vaginal cuff dehiscence, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight increased, the first episode of feeling abnormal and the second episode of feeling abnormal to be related to essure. The reporter commented: consumer initially reported that following the procedure she developed symptoms that mimic that of a pregnancy, heavy heavy bleeding during periods, constant pelvic discomfort, fatigue, and a general brain fog so to speak. As the months progressed she went from a completely healthy 29 year old to someone plagued with uncontrolled asthma and allergy issues. Her allergic reactions have gotten to the point where she has been on prednisone on and off for 8+ months, on multiple allergy medications, inhaled steroids, albuterol inhaler, and has to carry an epi -pen. The pulmonologist has no logical explanation for her declining health aside for the potential that essure is the root of problems. Her obstetrician agrees that essure is causing her problems at the very least and now at 30 years old she is in the process of scheduling a hysterectomy in a desperate effort to find some relief and get back to being the mother and wife she used to be. She drank a ton and then had to make sure she was completely relaxed when she tried to go. Cross referenced with plaintiff case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: full occlusion of fallopian tubes. Concerning the injuries reported in this case the following one was described in patient's medical record: uterine bleeding (confirming genital bleeding). Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 1-mar-2018: medical records received:the event uterine bleeding added,reporter added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), postoperative wound infection ("severe infection along the suture line requiring emergency surgery and days in hospital"), post procedural haemorrhage ("bled for weeks following the procedure") and genital haemorrhage ("severe abnormal heavy bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Completely healthy before implantation. Concurrent conditions included alcohol use. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced post procedural haemorrhage (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), postoperative wound infection (seriousness criteria hospitalization and intervention required), genital haemorrhage (seriousness criterion medically significant), the first episode of feeling abnormal ("general "brain fog"/ mental fog"), hypersensitivity ("allergy issues, severe allergy"), asthma ("uncontrolled asthma"), menorrhagia ("heavy heavy bleeding during periods, abnormal prolonged menses"), abdominal pain lower ("severe abdominal cramping, abnormal, constant abdominal pain/ severe lower abdominal pain"), abdominal distension ("bloating"), the second episode of feeling abnormal ("symptoms that mimic that of a pregnancy"), fatigue ("fatigue"), weight increased ("weight gain"), nausea ("nausea"), breast tenderness ("breast tenderness"), dysmenorrhoea ("severe/abnormal menstrual pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), weight decreased ("weight loss"), migraine ("migraines") and dysuria ("I am having trouble urinating on my own"). The patient was treated with prednisone, salbutamol (albuterol), surgery (total hysterectomy and bilateral salpingectomy to effectuate removal of essure on (B)(6) 2015) and surgery (emergency surgery due to severe infection along the suture line). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, postoperative wound infection, hypersensitivity, asthma, menorrhagia, abdominal pain lower, abdominal distension, the last episode of feeling abnormal, fatigue, weight increased, nausea, breast tenderness, procedural pain, dysmenorrhoea, back pain, dyspareunia, vaginal discharge, vaginal infection, weight decreased, migraine and dysuria outcome was unknown and the post procedural haemorrhage had resolved. The reporter considered abdominal distension, abdominal pain lower, asthma, back pain, breast tenderness, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, post procedural haemorrhage, postoperative wound infection, procedural pain, vaginal discharge, vaginal infection, weight decreased, weight increased, the first episode of feeling abnormal and the second episode of feeling abnormal to be related to essure. The reporter commented: consumer initially reported that following the procedure she developed symptoms that mimic that of a pregnancy, heavy heavy bleeding during periods, constant pelvic discomfort, fatigue, and a general brain fog so to speak. As the months progressed she went from a completely healthy (B)(6) year old to someone plagued with uncontrolled asthma and allergy issues. Her allergic reactions have gotten to the point where she has been on prednisone on and off for 8+ months, on multiple allergy medications, inhaled steroids, albuterol inhaler, and has to carry an epi -pen. The pulmonologist has no logical explanation for her declining health aside for the potential that essure is the root of problems. Her obstetrician agrees that essure is causing her problems at the very least and now at (B)(6) years old she is in the process of scheduling a hysterectomy in a desperate effort to find some relief and get back to being the mother and wife she used to be. She drank a ton and then had to make sure she was completely relaxed when she tried to go. Cross referenced with plaintiff case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: full occlusion of fallopian tubes . Concerning the injuries reported in this case the following one/onces were described in patient's social media: urination difficulty quality-safety evaluation of ptc: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 1-feb-2018: content from medical records: event urination difficulty was added. Reporters added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2082) on 01-nov-2015. The most recent information was received on 23-oct-2018. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), postoperative wound infection ("severe infection along the suture line requiring emergency surgery and days in hospital"), post procedural haemorrhage ("bled for weeks following the procedure"), uterine haemorrhage ("abnormal uterine bleeding"), genital haemorrhage ("severe abnormal heavy bleeding"), anaphylactic reaction ("allergic or hypersensitivity reaction type: anaphalaxis") and vaginal cuff dehiscence ("vaginal cuff dehiscence/ vaginal cuff tear") in a 29-year-old female patient who had essure (batch no. B82478) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "information received: difficulty placing device during surgery". The patient's past medical history included multiparous. Completely healthy before implantation. Previously administered products included for an unreported indication: ibuprofen (advil) 200 mg in 2015, mirena from (B)(6) 2014 to (B)(6) 2014 and acetaminophen (tylenol) 325 mg in 2012. Past adverse reactions to the above products included contraception with mirena. Concurrent conditions included alcohol use, overweight and depression since 2012. Concomitant products included alprazolam (xanax), atropa belladonna extract (belladona porous plaster on red flannelette), biotin, clindamycin, levonorgestrel (mirena) from (B)(6) 2014, loratadine since 2015, misoprostol, montelukast since (B)(6) 2015, oxycodone from (B)(6) 2014 to (B)(6) 2016 and sertraline since (B)(6) 2015. In (B)(6) 2014, 1 day after insertion of essure, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), anaphylactic reaction (seriousness criterion medically significant), fatigue ("fatigue"), weight increased ("weight gain"), nausea ("nausea"), dyspareunia ("pain during intercourse"), migraine ("migraines"), alopecia ("hair loss") and headache ("headaches,"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy heavy bleeding during periods, abnormal prolonged menses"), dysmenorrhoea ("severe/abnormal menstrual pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2015, the patient experienced the first episode of feeling abnormal ("general "brain fog"/ mental fog"), asthma ("uncontrolled asthma"), respiratory disorder ("(other) injury or complication- please describe: respiratory issues") and cough ("chronic cough"). In (B)(6) 2015, the patient experienced cystitis interstitial ("bladder or urinary problems or changes-interstitial cysytitis which is a direct result of multiple surgeries."), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems"). On (B)(6) 2015, the patient experienced procedural pain ("painful post-operative recovery"). On (B)(6) 2016, the patient experienced vaginal cuff dehiscence (seriousness criterion medically significant). On an unknown date, the patient experienced postoperative wound infection (seriousness criteria hospitalization and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), hypersensitivity ("allergy issues, severe allergy"), abdominal pain lower ("severe abdominal cramping, abnormal, constant abdominal pain/ severe lower abdominal pain"), abdominal distension ("bloating"), the second episode of feeling abnormal ("symptoms that mimic that of a pregnancy"), breast tenderness ("breast tenderness"), back pain ("severe back pain"), vaginal infection ("vaginal infection"), weight decreased ("weight loss"), dysuria ("I am having trouble urinating on my own"), abdominal pain ("abdominal pain"), chest pain ("chest pain"), menstrual disorder ("abnormal menses") and allergy to metals ("allergic reaction to nickel"). The patient was treated with prednisone, salbutamol (albuterol), surgery (total hysterectomy and bilateral salpingectomy to effectuate removal of essure on (B)(6) 2015), surgery (emergency surgery due to severe infection along the suture line),surgery (bilateral hysterectomy and cystoscopy) and surgery (vaginal cuff repair). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, post procedural haemorrhage, genital haemorrhage, abdominal pain lower, fatigue, dysmenorrhoea, dyspareunia, vaginal discharge, menstrual disorder and allergy to metals had resolved, the postoperative wound infection, uterine haemorrhage, anaphylactic reaction, hypersensitivity, asthma, abdominal distension, the last episode of feeling abnormal, weight increased, nausea, breast tenderness, procedural pain, back pain, vaginal infection, weight decreased, migraine, dysuria, alopecia, cystitis interstitial, headache, respiratory disorder, vaginal cuff dehiscence, abdominal pain, bladder disorder, urinary tract disorder, cough and chest pain outcome was unknown and the menorrhagia and vaginal haemorrhage had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anaphylactic reaction, asthma, back pain, bladder disorder, breast tenderness, chest pain, cough, cystitis interstitial, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, post procedural haemorrhage, postoperative wound infection, procedural pain, respiratory disorder, urinary tract disorder, uterine haemorrhage, vaginal cuff dehiscence, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight increased, the first episode of feeling abnormal and the second episode of feeling abnormal to be related to essure. The reporter commented: consumer initially reported that following the procedure she developed symptoms that mimic that of a pregnancy, heavy heavy bleeding during periods, constant pelvic discomfort, fatigue, and a general brain fog so to speak. As the months progressed she went from a completely healthy 29 year old to someone plagued with uncontrolled asthma and allergy issues. Her allergic reactions have gotten to the point where she has been on prednisone on and off for 8+ months, on multiple allergy medications, inhaled steroids, albuterol inhaler, and has to carry an epi -pen. The pulmonologist has no logical explanation for her declining health aside for the potential that essure is the root of problems. Her obstetrician agrees that essure is causing her problems at the very least and now at 30 years old she is in the process of scheduling a hysterectomy in a desperate effort to find some relief and get back to being the mother and wife she used to be. She drank a ton and then had to make sure she was completely relaxed when she tried to go. Cross referenced with plaintiff case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: full occlusion of fallopian tubes. Concerning the injuries reported in this case the following one was described in patient's medical record: uterine bleeding (confirming genital bleeding). Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 23-oct-2018: plaintiff fact sheet and medical records received. Events added from pfs- chest pain, abnormal menses, allergic reaction to nickel. Outcome of event dysmenorrhoea, genital haemorrhage, fatigue, abdominal pain lower, pelvic pain, dyspareunia, vaginal discharge updated from unknown to recovered / resolved. Onset date of event dysmenorrhoea, migraine, headache, nausea, cystitis interstitial, alopecia, genital haemorrhage, weight increased, vaginal cuff dehiscence were updated. Concomitant disease and drug, historical drug were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2082) on 01-nov-2015. The most recent information was received on 01-mar-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), postoperative wound infection ("severe infection along the suture line requiring emergency surgery and days in hospital"), post procedural haemorrhage ("bled for weeks following the procedure"), uterine haemorrhage ("abnormal uterine bleeding"), genital haemorrhage ("severe abnormal heavy bleeding"), anaphylactic reaction ("allergic or hypersensitivity reaction type: anaphalaxis") and vaginal cuff dehiscence ("vaginal cuff dehiscence/ vaginal cuff tear") in a 29-year-old female patient who had essure (batch no. B82478) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "information received: difficulty placing device during surgery". The patient's past medical history included multiparous. Completely healthy before implantation. Concurrent conditions included alcohol use and overweight. Concomitant products included alprazolam (xanax), atropa belladonna extract (belladona porous plaster on red flannelette), biotin, clindamycin, misoprostol and oxycodone. In (B)(6) 2014, 1 day after insertion of essure, the patient experienced anaphylactic reaction (seriousness criterion medically significant), fatigue ("fatigue") and dyspareunia ("pain during intercourse"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy heavy bleeding during periods, abnormal prolonged menses") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2015, the patient experienced the first episode of feeling abnormal ("general "brain fog"/ mental fog"), asthma ("uncontrolled asthma"), respiratory disorder ("(other) injury or complication- please describe: respiratory issues") and cough ("chronic cough"). In (B)(6) 2015, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems"). On (B)(6) 2015, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced postoperative wound infection (seriousness criteria hospitalization and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), hypersensitivity ("allergy issues, severe allergy"), abdominal pain lower ("severe abdominal cramping, abnormal, constant abdominal pain/ severe lower abdominal pain"), abdominal distension ("bloating"), the second episode of feeling abnormal ("symptoms that mimic that of a pregnancy"), weight increased ("weight gain"), nausea ("nausea"), breast tenderness ("breast tenderness"), dysmenorrhoea ("severe/abnormal menstrual pain"), back pain ("severe back pain"), vaginal infection ("vaginal infection"), weight decreased ("weight loss"), migraine ("migraines"), dysuria ("I am having trouble urinating on my own"), alopecia ("hair loss"), cystitis interstitial ("bladder or urinary problems or changes"), headache ("headaches,"), vaginal cuff dehiscence (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with prednisone, salbutamol (albuterol), surgery (total hysterectomy and bilateral salpingectomy to effectuate removal of essure on (B)(6) 2015), surgery (emergency surgery due to severe infection along the suture line), surgery (bilateral hysterectomy and cystoscopy), surgery (bilateral hysterectomy and cystoscopy) and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, postoperative wound infection, uterine haemorrhage, genital haemorrhage, anaphylactic reaction, hypersensitivity, asthma, abdominal pain lower, abdominal distension, the last episode of feeling abnormal, fatigue, weight increased, nausea, breast tenderness, procedural pain, dysmenorrhoea, back pain, dyspareunia, vaginal discharge, vaginal infection, weight decreased, migraine, dysuria, alopecia, cystitis interstitial, headache, respiratory disorder, vaginal cuff dehiscence, abdominal pain, bladder disorder, urinary tract disorder and cough outcome was unknown, the post procedural haemorrhage had resolved and the menorrhagia and vaginal haemorrhage had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anaphylactic reaction, asthma, back pain, bladder disorder, breast tenderness, cough, cystitis interstitial, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, post procedural haemorrhage, postoperative wound infection, procedural pain, respiratory disorder, urinary tract disorder, uterine haemorrhage, vaginal cuff dehiscence, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight increased, the first episode of feeling abnormal and the second episode of feeling abnormal to be related to essure. The reporter commented: consumer initially reported that following the procedure she developed symptoms that mimic that of a pregnancy, heavy heavy bleeding during periods, constant pelvic discomfort, fatigue, and a general brain fog so to speak. As the months progressed she went from a completely healthy 29 year old to someone plagued with uncontrolled asthma and allergy issues. Her allergic reactions have gotten to the point where she has been on prednisone on and off for 8+ months, on multiple allergy medications, inhaled steroids, albuterol inhaler, and has to carry an epi -pen. The pulmonologist has no logical explanation for her declining health aside for the potential that essure is the root of problems. Her obstetrician agrees that essure is causing her problems at the very least and now at 30 years old she is in the process of scheduling a hysterectomy in a desperate effort to find some relief and get back to being the mother and wife she used to be. She drank a ton and then had to make sure she was completely relaxed when she tried to go. Cross referenced with plaintiff case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: full occlusion of fallopian tubes . Concerning the injuries reported in this case the following one was described in patient's medical record: uterine bleeding (confirming genital bleeding). Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 5-jun-2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events bladder problem, urinary tract disorder and cough were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in (B)(6) 2015 (FDA-2014-n-0736-2082, awareness date 01-nov-2015). Then, this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain "), genital haemorrhage ("I bled for weeks following the procedure, severe abnormal bleeding") and postoperative wound infection ("severe infection along the suture line requiring emergency surgery and days in hospital") in a (B)(6)-year-old female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Completely healthy before implantation. On (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/ intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergy issues, severe allergy"), asthma ("uncontrolled asthma "), menorrhagia ("heavy heavy bleeding during periods, abnormal prolonged menses"), abdominal pain ("severe cramping, abnormal, constant abdominal pain"), abdominal distension ("bloating"), the first episode of feeling abnormal ("symptoms that mimic that of a pregnancy"), the second episode of feeling abnormal ("general "brain fog""), fatigue ("fatigue"), weight increased ("weight gain"), nausea ("nausea"), breast tenderness ("breast tenderness"), postoperative wound infection (seriousness criterion hospitalization) and procedural pain ("painful post-operative recovery"). The patient was treated with prednisone, salbutamol (albuterol), surgery (total hysterectomy and bilateral salpingectomy on (B)(6) 2015) and surgery (emergency surgery). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, asthma, menorrhagia, abdominal pain, abdominal distension, first episode of feeling abnormal, second episode of feeling abnormal, fatigue, weight increased, nausea, breast tenderness, postoperative wound infection and procedural pain outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, hypersensitivity, asthma, menorrhagia, abdominal pain, abdominal distension, the first episode of feeling abnormal, the second episode of feeling abnormal, fatigue, weight increased, nausea, breast tenderness, postoperative wound infection and procedural pain to be related to essure. The reporter commented: consumer initially reported that following the procedure, she developed symptoms that mimic that of a pregnancy, heavy heavy bleeding during periods, constant pelvic discomfort, fatigue, and a general brain fog so to speak. As the months progressed, she went from a completely healthy (B)(6) year old to someone plagued with uncontrolled asthma and allergy issues. Her allergic reactions have gotten to the point where she has been on prednisone on and off for 8+ months, on multiple allergy medications, inhaled steroids, albuterol inhaler, and has to carry an epi -pen. The pulmonologist has no logical explanation for her declining health aside for the potential that essure is the root of problems. Her obstetrician agrees that essure is causing her problems at the very least and now at (B)(6) years old, she is in the process of scheduling a hysterectomy in a desperate effort to find some relief and get back to being the mother and wife she used to be. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2014: hysterosalpingogram result was full occlusion of fallopian tubes. Quality-safety evaluation of ptc: initial quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. The reporter did not wish any further contact with the company. Most recent follow-up information incorporated above includes: on 1-feb-2017: now reported from lawyer: essure implanted on (B)(6) 2014 for permanent contraception, hsg confirmed full occlusion of fallopian tubes, removed on (B)(6) 2015. Reported events: severe abnormal heavy bleeding, abnormal prolonged menses, severe pelvic pain, severe cramping, constant abdominal pain, abnormal abdominal pain, bloating, fatigue, weight gain, severe allergy and asthma, nausea, breast tenderness, painful post-operative recovery, severe infection along the suture line, all considered related to essure. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted. She bled for weeks following the procedure and also experienced severe pelvic pain and severe abnormal heavy bleeding (seen as genital bleeding). One year and 4 months after insertion, a total hysterectomy and bilateral salpingectomy was performed and coils were removed. After this surgery, she experienced severe infection along the suture line requiring emergency surgery and days in hospital. Procedural bleeding, pelvic pain and genital bleeding are anticipated in the reference safety information for essure while postoperative wound infection is unanticipated. Bleeding after insertion procedure, pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. As the postoperative wound infection was considered a complication also caused by essure coils, it was also assessed as related. This case was regarded as incident since intervention was required (hysterectomy and bilateral salpingectomy). Other nonserious events were reported. The product technical investigation concluded, there is no relationship between the reported event and a quality defect. After last fup information, an update of this ptc investigation is expected. No active follow-up is allowed and further information is expected only through litigation process.